Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of two access sites in the left common femoral vein after an interventional a-fib ablation procedure with two procedural sheaths (10f cranially and 7f caudally). A single prostyle device was used to close the 10f hole without issue. A second prostyle device was opened as it was expected to be used in the second access site; however, there was resistance removing the 7f procedural sheath. An external ultrasound was completed with no cause for resistance noted. The sheath was successfully removed in whole while stabilizing groin and maintaining guide wire access. The previously closed 10f access site hemostasis maintained. The guide wire at the 7f access site was removed and hemostasis was achieved with manual compression. The 7f sheath was inspected and flushed while covering the distal tip, two puncture holes were noted distally near side of sheath catheter with tear of sheath noted between sheath puncture sites. It was indicated that the first prostyle device caused the damage to the 7f sheath during deployment. The patient was transported to the recovery room in stable condition for standard post operative care with plan to discharge after 4 hours of observation. There was no bleeding or hematoma at either access site. With the first device, there was no adverse patient effects as it successfully achieved hemostasis. The second prostyle device was never used. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.